Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a blood loss of 210cc occurred. It was reported that the operator pressed the treatment key instead of the stop key prior to initiating rinseback. This introduced air into the circuit. The operator elected not to rinseback the pt's blood, resulting in the blood loss. No medical intervention was required.